Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and insulin pump had insulin flow blocked alarm. The customer¿s blood glucose was 491, 565, 161 mg/dl. The customer was treated with the insulin pump and manual injection. The troubleshooting was performed for the insulin flow blocked alarm and found that the insulin exited without alarm. The troubleshooting was performed for high blood glucose. The customer alleges insulin pump was under delivering because they had a high blood glucose without insulin blocked and no bent cannulas. It was stated that they had performed the self test and the test was passed. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The product will not be returned for analysis.